Event description:
The customer reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on temporary usage techniques and decided to replace the problematic pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was also guided on returning the pump using a pre-paid label within 10 days and acknowledged the instructions.